Event description:
It was reported that during implant placement, the square connection (the circular driver holder that fits inside the torque wrench) fell out of the torque wrench and the patient swallowed it. On (B)(6) 2015, the dr reported that the patient passed the square connection and there was no serious injury done to the patient.